Event description:
It was reported that a device failed force test verification. There was no reported patient involvement.

Manufacturer narrative:
Corrections: g4, h3, h6 (method, results, conclusion). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 08/29/2014 to the present date (B)(6) 2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that a device failed force test verification. There was no reported patient involvement.